Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, episodes of non-sustained rv oversensing were observed. The patient was asymptomatic. Review of the strips revealed the episodes were due to frequent premature ventricular contractions rather than true oversensing. The lead measurements were stable and in-range. The patient was stable and will continue to be monitored with routine follow-up.